Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up properly. Review of the log file showed a software bug which confirmed the malfunction. Upon troubleshooting, fse found the system could not start up properly due to software corruption on the main pc. To resolve the issue, fse reinstalled the software on the main pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was uanble to start up properly. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.